Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that while using the device, the patient experienced site pain. The pain was on and off and the patient was not using anything to treat the pain. Furthermore, the patient had an allergic reaction to the adhesive in cleos, resulting in contact dermatitis. There was a patient involvement, and a patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of file cn-322369, it was discovered that the file was initially assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-09859 is no longer considered reportable, please disregard any reports associated with it.